Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported death could not be determined. The reported death is listed in the instructions for use (IFU) and are known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Dates estimated d4: the UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number. Literature attachment: "percutaneous transcatheter mitral valve repair: combining devices for challenging anatomies".

Event description:
This is filed to report patient death. This research article was a retrospective study designed to evaluate patients treated with mitral transchatheter edge-to-edge repair (m-teer) needing a combined therapy with occluders. Complications identified in the study included: unexpected medical intervention, recurrent mitral regurgitation (mr), mitral stenosis, chordal rupture, heart failure, sepsis, and death. In conclusion the placement of an interclip or commissural occluder device after m-teer may be a valid option for patients with challenging anatomies and significant symptomatic residual mr after m-teer with no additional options. No additional information was provided. Details are listed in the attached article titled, "percutaneous transcatheter mitral valve repair: combining devices for challenging anatomies".